Manufacturer narrative:
As of today the investigation is still in-progress. We are awaiting the parts return for investigation. A follow-up will be filed as needed.

Event description:
It was reported that during a system installation error messages were received by the service engineer. The system was rebooted and a loud noise was heard from the tube head. An error message was received and the engineer noticed oil coming from the x-ray tube. No injury reported. The system logs were evaluated and the field engineer replaced the x-ray tube, inverter drawer, resistor, filament protect board, and tube harness. Once this was completed, the system was working as intended.